Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advance for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.